Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. No specific pump programming, or event details were provided. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm, when distal air was present. This was due to the distal air valve was out of specification.